Event description:
The customer was not feeling well, they had cold sweats. Spouse checked their blood glucose and received a result of 211 mg/dl at 3:30pm. Spouse rushed customer to the ER and their spouse checked blood glucose at 5:30pm with a result of 240mg/dl. At 6:30pm the nurse checked customer's blood glucose and received a result of 65mg/dl. The customer was given sugar to raise blood glucose. Customer was kept overnight and the next day the hosp device was 85mg/dl and the customer's device read 199mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.